Event description:
The customer reported to olympus that during an unspecified diagnostic procedure the high-definition lcd monitor is intermittently displaying an image. The physician connected the monitor to the tower and the monitor displayed a black screen and shut off. The physician switched out the device to continue the procedure. Additionally, upon inspection and testing of the returned device, the device failed to boot-up properly and powers down after approximately five (5) minutes. There was no harm or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due defective printed circuit boards. It was also observed missing the sdi screw, and the bezel is cracked in the corners. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.